Manufacturer narrative:
Patient information is unknown. Date of event was reported as (B)(6) 2017; it is unknown if this was the date the device broke or the date the device was discovered broken. UDI: (B)(4). It is unknown if/when the device was explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Contact phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail (pfna ii) was implanted in a patient. The nail broke after approximately two and half (2.5) months before the healing process was completed. We have no reports on the state of health of the patient and the course of the operation. This is report 1 of 1 for (B)(4).